Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Customer's coumadin dose was reduced based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reporter disconnected call before this information could be requested. Subsequent callbacks were unsuccessful.